Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received off no power alert. The customer¿s blood glucose level was 144 mg/dl. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this was not the second occurrence of off no power without a low battery warning. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and call back if the issue continues. The insulin pump will not be returned for analysis.